Event description:
The physician intended to implant a 3.5 x 15 mm integrity rapid exchange (rx) stent to treat a lesion in a patient. Stent implantation was unsuccessful and it was observed that stent strut damage had occurred. The device was removed and the procedure was completed using an integrity rx stent. The outcome of the procedure was ok and no clinical sequelae were reported. Device evaluation: the device was returned to the manufacturing facility for evaluation. The distal tip was flared and damaged. The distal outer and inner shafts were slightly stretched and pinched. The inner shaft was bunched immediately distal to the distal inner shaft marker. The stent had moved proximally on the balloon resulting in the 3rd and 4th proximal segments being positioned over the proximal inner shaft marker. Crimp impressions were evident in the exposed distal balloon. A number of struts on the 1st distal stent segment were slightly raised and overlapping.

Manufacturer narrative:
Evaluation results and conclusion: (damage to stent struts most likely occurred during the attempted stent delivery). (B)(4).